Event description:
Customer reportedly received the following sets of results on the nano system within 10 minutes: 44 mg/dl and 120 mg/dl, 55 mg/dl and 132 mg/dl, 389 mg/dl and 84 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.